Event description:
Following a diagnostic procedure, an angio-seal was placed, hemostasis was immediate. The pt was discharged home. Two days later the pt went to the physician complaining of right groin pain. An ultrasound confirmed a pseudoaneurysm. Needle aspiration was done under ultrasound guidance. The pt was discharged to home without further complications.